Manufacturer narrative:
The sodium electrode and the chloride electrode lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the vacuum nozzle thumb screws were worn and loosening. The fse replaced the vacuum nozzle thumb screws, cleaned the sample probe, performed probe adjustments, and applied new grease to the ise syringes. The ise check passed, and the calibration and qc passed with no issues. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas 8000 ise 1800 module for one patient. The initial sodium result was 153 mmol/l, and the repeat result on another analyzer was 140 mmol/l. The initial chloride result was 117 mmol/l, and the repeat result on another analyzer was 101 mmol/l. The repeat results were deemed to be correct. The sample was repeated because of ion-selective electrode (ise) noise alarms and ise voltage.